Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). It should be noted that the patient had a very tortuous and elongated arterial anatomy. During the procedure, the physician pulled up the neuron max and torqued it into position within the target location. The physician then began advancing a non-penumbra catheter through the neuron max and realized that the neuron max had become broken at the distal end. The neuron max was therefore removed and was not used in the procedure.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the distributor on 02/22/2019: describe event or problem. Results: the neuron max had a bend approximately 52.0 cm from the hub. The polymer was separated approximately 86.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed distal damage. If the neuron max is repeatedly torqued against resistance, the polymer may become separated. The reported difficulty anatomy likely contributed to the difficulty experienced during the procedure and the resistance that resulted in the polymer separation. The imaging video provided further supports that the anatomy contributed to the failure as the polymer separation is at a difficult, 90-degree bend. Further evaluation revealed a bend on the mid-shaft, which was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). It should be noted that the patient had a very tortuous and elongated arterial anatomy. During the procedure, the physician pulled up the neuron max and torqued it into position within the target location. The physician then began advancing a non-penumbra catheter through the neuron max and reported feeling resistance. The physician then realized that the neuron max had become kinked at the distal end, within the patient's vessel. The neuron max was therefore removed and was no longer used in the procedure. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.